Event description:
It was reported the customer was hospitalized for high blood glucose. Prior to hospitalization customer stated that she did not let insulin reach room temperature before using. Troubleshooting was performed. The programming was correct and the insulin pump passed the fixed prime test. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.